Manufacturer narrative:
The device was requested for evaluation, but will not be released by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record could not be reviewed. Based on the information provided, the most likely cause of this type of event is use of excessive force, due to a tight graft during implant insertion. A tight graft can cause the implant and graft to not be aligned with the guide wire when the implant and graft are inserted. Such off-angle insertion may put the guide wire under stress, which can lead to guide wire breakage. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a second surgery was performed to retrieve a device fragment that had been retained in the patient's knee. The original surgery, an acl repair of the patient's left knee, was performed in 2009. The patient returned for a post-op visit with a complaint of pain. X-ray revealed the tip of the guidewire retained in the knee. A second surgery was performed approximately one week post-op where the tip was successfully removed via a brief procedure under minimal sedation. The patient is currently doing fine. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.